Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 type of investigations, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions. The 14 fr esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no lot information for the device was provided, a lot history review and device history record review were unable to be performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of withdrawal difficulty was unable to be confirmed without the returned device or procedural imagery. However, a review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Calcification can reduce the vessel diameter and may increase restriction, leading to resistance. Tortuosity can subject the sheath to sub-optimal angles that can lead to non-coaxial advancement of the delivery system. Non-coaxial advancement increases friction between the delivery system, crimped valve, and sheath, which can lead to increased resistance. Tortuosity may also contribute to kinking of the sheath, which may lead to withdrawal difficulty, as reported. As such, available information suggests that patient (tortuosity, calcification) and/or procedural (kinked sheath) factors may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing. Device was not available for return.

Event description:
It was reported by an edwards lifesciences field representative that during the transcatheter aortic valve procedure, the delivery system and valve could not advance through the esheath plus shaft at the level of the bend in the iliac artery. The devices were removed via surgical cutdown. Upon removal the sheath was found to be kinked at the level of the external iliac. A new valve kit was then opened, prepped, and implanted without issues.